Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing and low amplitudes. Due to this, an inappropriate shock was delivered. Additionally, high within range shock impedance measurements were observed. X-rays were performed in order to address system position which was appropriate. It was decided to schedule a system replacement procedure with a transvenous one in the near future. At this time, this system remains in service. No further adverse patient effects were reported.